Event description:
It was reported that the patient had very frequent low flow alarms on 11jun2026, with a consistent drop in power and flows since 06jun2026 on log files. Log files showed low flow events on 11jun2026. There were also several low flow flags which did not persist long enough to trigger low flow alarm. The patient received tissue plasminogen activator (tpa) for possible pump thrombosis. On 12jun2026 their flows were 3.1-3.4 on interrogation with no further low flows noted after 8pm the prior evening. The event log captured low flow events with flow noted as low as 2.3 lpm. The estimated flow was hovering around the 2.4 to 2.5 lpm for the majority of the log file. It notes that the pulsatility index (pi) was non-variable in the 4-5 range. These patterns were consistent with an obstruction in the ventricular assist device (vad) circuit. The patient received tpa and was seemingly responding as calculated flows improved and were closer to baseline values. Log files would be repeated (B)(6) 2026 to review trend. A contrast enhanced thoracic aortic computed tomography (CT) angiogram scan was performed with CT scan results indicating that the outflow tract of the ventricular assist device has similar enhancement to the ascending aorta with no evidence of thrombosis or obstruction and mild interstitial edema. Findings included no thoracic aortic aneurysm or dissection. Severe cardiomegaly was again noted predominantly involving the left atrium and ventricle. The vad was again noted. The outflow tract was noted to extend to the ascending aorta. Enhancement of the outflow tract was similar to the thoracic aorta and there was no filling defect to suggest thrombosis. The implantable cardioverter defibrillator (ICD) electrode was again noted to extend to the right ventricle. There was no pericardial effusion. Enlargement of the central pulmonary arteries were again noted consistent with pulmonary hypertension. There was no evidence of a pulmonary embolism. The lung and air ways showed mild interlobular septal thickening, mildly increased, suggesting interstitial edema. There was no central endobronchial lesion and no pneumonia. A 6 mm nodule in the right middle lobe (series 7, image 229) was unchanged from 29may2025 and presumably benign. Additional log files were sent on 15jun2026 for the patient. The flows continued to remain stable and at baseline. The event log file captured low flow events back on 11jun2026 as previously reported with flow noted as low as 2.3 lpm. Since that time the flows have been stable with variable pi values noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.